Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, "staple jamming". As a result, a 2nd stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that while in use on a patient, "staple jamming". As a result, a 2nd stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the sample has not been received at the manufacturing facility at the time of this report. In absence of the sample, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" was conducted as follows: (B)(4) were taken from the current production from p/n 528235 visistat 35w 6/box, lot# 73g2301077 the staplers were functionally inspected and issue reported "misfire/jamming" was not observed in the current manufacturing process, the staples were loaded and released correctly. A device history record review was performed and revealed no production issues from the perspective of the reported defect and the time of manufacture of the complained lot. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.